Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the patient had been on the pump for 5 days and the pump has used 3 helium tanks in that timeframe. The clinical sales specialist confirmed that there were no other associated alarms for helium loss or high pressure. After troubleshooting, the issue could still not be corrected. As a result, the pump was switched out for another. No patient harm or injury, "the patient is very stable". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "possible internal helium supply leak" was not able to be confirmed as no iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at the time of the report. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the patient had been on the pump for 5 days and the pump has used 3 helium tanks in that timeframe. The clinical sales specialist confirmed that there were no other associated alarms for helium loss or high pressure. After troubleshooting, the issue could still not be corrected. As a result, the pump was switched out for another. No patient harm or injury, "the patient is very stable". The patient status is reported as "fine".